Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of pneumonia. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient began experiencing exacerbated asthma and was treated with prednisone. No hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2014, the patient presented in the emergency room with chest tightness and a fever > 38 c. A CT scan was performed, revealing pneumonia. The patient was sent home with a prescription for levaquin. No hospitalizations occurred as result of this event. The event was reported as continuing. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.48; fev1 % predicted: 79.49; fvc: 3.49; fvc % predicted: 92.08. Post-bronchodilator: fev1: 2.73; fev1 % predicted: 87.50; fvc: 3.64; fvc % predicted: 96.04. Additional information received as of june 16, 2014. The reported event of asthma aggravated was reported to have resolved on (B)(6) 2014. The reported event of pneumonia was reported to have resolved on (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of pneumonia. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient began experiencing exacerbated asthma and was treated with prednisone. No hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2014 the patient presented in the emergency room with chest tightness and a fever > 38 c. A CT scan was performed, revealing pneumonia. The patient was sent home with a prescription for levaquin. No hospitalizations occurred as result of this event. The event was reported as continuing. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.48, fev1 % predicted: 79.49, fvc: 3.49, fvc % predicted: 92.08. Post-bronchodilator: fev1: 2.73, fev1 % predicted: 87.50, fvc: 3.64, fvc % predicted: 96.04.